Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed high bg by drinking water, frequent bathroom visits, and administering bolus via the pump. The customer will continue to use current pump for insulin therapy.